Event description:
Nt821731c - stopcock breaking off. No injuries.

Manufacturer narrative:
Follow up report 002 ref to natus (B)(4). Correction: follow up report 001 incorrectly stated that there were no associated capas. Capa005781 is related and was opened to investigate the increase in complaint rates for the eds product line.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per (B)(4) rev 12 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Reference to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - customer experiencing failures of the stopcock clamp. No injuries.

Manufacturer narrative:
Follow up report ref to natus complaint# (B)(4). The lot# of the affected product was not provided by the customer. Risk management review: a review of (B)(4) medical device hazard analysis (rev 13), identifies the hazard situation as "4.36 - stopcock valve unable to turn / rotate and/or handle breakage" the risk level is considered moderate. Based on complaint of "broken stopcock clamp." This determination is based on the information received from the customer. No associated capas. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information regarding the alleged failure. Additional testing and evaluation could not be performed as the product was not returned. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - customer experiencing failures of the stopcock clamp. No injuries.